Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - this patient had to be resuscitated and following resuscitation, the device could no longer be interrogated. The patient later expired. The entire system was explanted as part of the forensic examination. The exact date of the explant was not provided.